Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3). The subject device was manufactured on feb, 2024 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. The device was evaluated by olympus. The base of the control unit and the slider's operating pipe was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8) the slider was forcefully operated in state of ¿7¿ description causing the operating pipe of the slider to deform and break. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Never use excessive force to operate the instrument. This could damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was manufactured on feb 2024 based on the provided lot information, however an exact date is unknown (h4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic polypectomy procedure, the loop of the single use ligating device could not be removed from the polyp. The handle was confirmed to be broken. The ligated part of the retained loop was cut with a loop cutter. The polypectomy was performed as usual and the procedure was completed. The reported event resulted in a 20-minute extension of procedure time. The patient's anesthesia was not extended and no additional medication was given. There was no reported patient impact.